Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant, the lead would not capture at 10v in any configurations. Patient anatomy was suspected causing the loss of capture. The lead was removed, and the physician implanted a dual chamber pacemaker. The patient was asymptomatic and stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.